Manufacturer narrative:
The hill-rom technician found the right brake caster cracked and wheel worn, not allowing brake mechanism to lock wheel when brake pedal applied. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced right foot brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the foot end brake casters were not holding. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).